Manufacturer narrative:
The reported events of material twisted, and helix mechanism issue were confirmed. A complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Visual and x-ray examination found the inner coil was bent / offset at the distal region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. After cleaning and by applying torque directly to the connector pin, the helix could be extended and extended. The full helix extension length was measured to be within specification. The cause of the reported events was isolated to the helix being clogged with blood and bent / offset inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was twisted and exhibited helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition.